Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via a merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. No intervention or patient consequences were reported. The patient will continue to be monitored.

Event description:
New information revealed the implantable cardioverter defibrillator was re-programmed to address this issue. The patient was stable.